Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer as stated previously the reported event was not able to be confirmed during the evaluation step of the complaint process . In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of the instruction for use (IFU) was performed and it was confirmed that it gives instruction for proper handling of the product. This may have prevented the discrepancy that was observed during identified. Specifically the IFU states; do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. A review of the DHR was performed and there were no issues found within the record associated to the reported event. A root cause could not be definitively identified. Based on the results of the investigation and additional information that was provided, the following is the most likely cause to the reported complaint. This event most likely occurred temporarily because communication between the processor and the camera head was impossible due to a partial break in the cable. The partial break in the cable is considered to have been caused by user handling. Alternatively, it may have been caused due to temporary adhesion of debris to the electrical contacts.

Manufacturer narrative:
The device referenced in this report has been physically evaluated by olympus. Preliminary findings are reported. The definitive cause of the customer's experience can not be determined at this time. The investigation is ongoing. Physical evaluation of the complaint device reveals the following: image testing was performed, no abnormalities were noted. Unable to duplicate user's report of no image. The rear cover label was fading and illegible. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during reprocessing of a 4k camera head, the image would not display. There was not patient contact/impact.